Event description:
It was reported that the patient underwent a surgical procedure to treat pelvic organ prolapse, enterocele and rectocele on (B)(6) 2002 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2002 in order to treat complex genital prolapse concurrently with an exploratory laparotomy, lysis of adhesions, enterocele repair, meshing of the pelvic floor, suspension of vaginal vault to sacral promontory, paravaginal repair, and a perineorrhaphy. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.